Event description:
Procedure type: sigmoidectomy. According to the reporter: upon firing, the doughnut ring on the proximal margin was distorted. Using a new device, the anastomosis was performed again. Nothing fell into cavity. Pt is under observation. In this site, purse-string suture was done by suturing twice around the notch, not using psi. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).